Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The most likely cause is patient factors, including hyperlipidemia (hld), hypothyroidism and high cholesterol. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported, that a 27mm aortic valve developed moderate to severe stenosis. And moderate to severe regurgitation after an implant duration of 3 years, 6 months. The patient presented with doe, fatigue, dizzy, and chest pain. The patient is being evaluated for a valve-in-valve procedure. Per medical records, after an implant duration of 3 years, 6 months. The patient now has moderate to severe stenosis and regurgitation.

Event description:
It was reported that a 11500a 27mm aortic valve developed moderate to severe stenosis and moderate to severe regurgitation after an implant duration of 3 years, 6 months. The patient presented with doe, fatigue, dizzy, and chest pain. The patient is being evaluated for a valve-in-valve procedure. Per medical records, after an implant duration of 3 years, 6 months, the patient now has moderate to severe stenosis and regurgitation. Internal echo review do not suggest presence of prosthetic as, with normal leaflet appearance and motion and normal eoa. Mildly elevated transvalvular velocity and gradients are relatively stable across the valve. There is moderate ai that appears to have central valvular origin.